Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was sleeping when he was awoken by a cgm high alert and a cgm reading of 300 mg/dl. The patient tested his bg meter reading, which was 269 mg/dl. The patient was also wearing an insulin pump (brand not specified). No patient symptoms were reported. The patient self-treated with insulin boluses but reported "nothing happened". Emergency medical services (ems) was called around 10:30pm, as the patient's partner was concerned. Ems arrived and transported the patient to the emergency room (ER). It was noted the patient did not receive any medication or treatment by ems. At the ER, the patient had an electrocardiogram (EKG) done and his bg meter reading taken, which was reported to be 1000 mg/dl. This information was confirmed by a review of the call. It was not reported what the cgm comparison value was at this time. It was also not mentioned how much time elapsed from the bg meter reading of 269 mg/dl the patient received at home to the bg reading of 1000 mg/dl in the ER. The patient was feeling tired and confused. At this point, the patient's cgm device and insulin pump were removed, and the patient was transferred to another ER for further assistance. There was no documentation of what medication or treatment the patient was provided at the second ER. The patient was discharged home after one day when his bg meter reading was 169 mg/dl. The patient was "okay" at the time of report. The reported glucose values fall within the a zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.